Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and the lead was damaged at implant.

Event description:
It was reported that the lead was attempted to be implanted. The lead showed high pacing thresholds. A new competitor lead was implanted. No patient complications were reported as a result of this event.